Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs confirmed the reported device failures. The evaluation determined that the alarm and the device failure to complete its internal self-test were due to contamination and water ingress within the device. The device was serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was alarming and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was alarming and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.